Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was displaying inaccurately high readings compared to another meter. The reporter alleged obtaining readings of "6.8mmol/l" on the lfs meter compared to "3.5mmol/l" on a onetouch ultra2 meter. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.